Event description:
A nurse reported during an intraocular lens implant procedure, the optical part of the lens was damaged by a piston and the lens was subsequently explanted. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned loose in the product carton. The lockout assembly has been removed. The plunger was oriented correctly. The plunger has been fully advanced outside the tip of the nozzle. Viscoelastic was dried in the device. No damage observed. The lens was returned outside of the device in a plastic container. A significant amount of solution is dried on the iol. The iol is cleaned for further evaluation. The optic is cracked/fractured and scratched/marked - rejectable. The product investigation could not identify the root cause for the reported complaint "damaged during implantation" . No damage was observed to the device. Lens optic was damaged. Lens damage may occur: due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and /or damage. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the product contributed to the event. The manufacturer internal reference number is: (B)(4).